Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was malfunctioning. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the touchscreen was malfunctioning. The customer calibrated the touchscreen a number of times, but the issue remained. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. This investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the touchscreen was malfunctioning. The customer calibrated the touchscreen a number of times, but the issue remained. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. Per good faith effort (gfe) response, the biomedical equipment technician stated that the touchscreen was intermittently not working. The biomedical equipment technician had a spare replacement touchscreen in stock and replaced the defective touchscreen to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.